Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: no defect was found. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas and alleged that the patient had been hospitalized in diabetic ketoacidosis, with abdominal pain, vomiting, and blood glucose (bg) over 600 mg/dl. The patient discontinued pump therapy. Treatment included insulin via injections and IV fluids. During troubleshooting, customer support found that the basal delivery totals in tdd do not match active basal program total, and identified no cause for the variation. This compliant is being reported because the patient experienced dka and the discrepancy in the basal program was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.